Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports bent cannula. Customer reports a 400 mg/dl . Patient blood glucose 400 mg/dl. Products are not expected to return.